Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements. The rv lead was capped and replaced on 25 jan 2024. The patient was in stable condition.